Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing came loose from the cartridge tubing. Reportedly, the loose connection caused air bubbles to be introduced to the patient line. The customer tightened the tubing and used the fill tubing feature to address the issue. Blood glucose was in the 400 mg/dl range.